Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced kinked cannula event on 06-aug-2024. The infusion set was in use for 1 day. The infusion set was inserted in leg. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.